Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) recovered. The patient and their health care provider were informed that it was recommended to change the ins or check the ins battery daily. The patient did not want to change the ins now.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found the hybrid tantalum capacitor was detached.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that on (B)(6) 2015 the physician saw a battery voltage of 2.51v. The device logs showed the battery voltage immediately following implant okay and the rapid voltage decrease took place within days. On the first day of implant the battery went from 3.2v to 3.0v then down to 2.6v. The patient was very familiar with handling of the patient programmer (pp) and she reported the battery voltage was fluctuating between 2.57v and 2.8v. Impedance measurements were fine and also the therapy effect was good. The company representative (rep) did not assume a lead or extension issue. The stimulation had been on 24/7 since the implant bit was set. The voltage did not bounce back but continued to deplete. The rep reported that it was probably not caused by electrocautery from implant. The log file from (B)(6) 2015 stated the ins was at 2.94v but eri was active; the ins was on all the time. There was now a large voltage bounce back and it appeared that the short has gone away. It was noted that different impedance measurements, while in different postures; and while palpating the ins, extension connection, and lead connection were not performed yet.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The week prior to this report the patient¿s ins was replaced due to reaching elective replacement indicator (eri). During the replacement surgery, impedances of the new ins were measured to be okay and the ins was at 3.17v. Two days later, the patient saw an eri message and the ins had depleted to 2.6v. The patient met with their healthcare professional (hcp) and the hcp interrogated the ins. The clinician programmer displayed an eri message and the battery was at 2.97v. One day later, the patient programmer displayed an eri message and the ins was at 2.6v. On the day of this report, the patient met with a manufacturing representative and the ins was at 2.52v. An eri message was displayed on both the patient programmer and the clinician programmer. The following day the patient reported the ins had changed from 2.57 to 2.80v on the patient programmer. The patient was unsatisfied and scared about the rapid battery depletion the first week after the ins was replaced. The ins was going to be explanted if the battery went from eri to end of service as rapidly as the depletion in the first days since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device information updated. (B)(4).

Event description:
Additional information received from a manufacturing representative reported that the implantable neurostimulator (ins) had a short that led to rapid voltage decrease after implant. The voltage decrease was strong and an elective replacement indicator (eri) was triggered. The voltage bounced back, but the eri remained. Troubleshooting could not determine if there was an internal ins short or if the short was due to the leads or extensions. The patient lost confidence in the device and decided to have the ins replaced with a device from a different manufacturer. The patient was doing fine at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.